Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report was not confirmed. A batch review was not performed since lot information was unknown. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with the patient line overpriming while using the homechoice (hc) during priming. The caregiver stated that after priming, he noticed that the solution had come out from the vented disposable patient line pull ring cap and dripped down the line. The caregiver stated he had only one bag on top of the hc and saw no reason for an overprime. Gts verified the patient line was properly inserted in the cassette organizer. The caregiver then voiced that he was concerned about the overprime because the patient had peritonitis recently. Gts had the caregiver close all the clamps, cycle the power to the "press go to start" prompt. Gts then instructed the caregiver to discard all the supplies and report their concerns to the patient's dialysis nurse. No injury or medical intervention was reported.